Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The starclose se clip was used to close a femoral vein. Per the instructions for use: the starclose se vascular closure system is designed to deliver a nitinol (nickel and titanium alloy) clip to close femoral artery access sites following percutaneous catheterization procedures. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other proglide device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery and phlebotomy closure of the right femoral vein were achieved on (B)(6) 2015 using two starclose se devices after a femoral angiogram and venogram. Reportedly, the patient is experiencing extreme pain that started as discomfort immediately after the procedure, described as achy with pain to buttock, perineal area and down front of the right leg. In addition there is deep ache with intermittent spasms and infrequent sharp tingling felt. The patient has been taking pain medication and muscle relaxers for a non-device related issue; however, neither medication nor movement improves the symptoms. The patient has concern that there may be nerve impingement potentially, given the symptoms. Although the name of the physician was provided by the patient, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.